Event description:
On (B)(6) 2007, "danek's dynamic agile system" was used for an l3-s1 lumbar fusion surgical procedure. Approximately six months post-op, condition progressively worsened. On (B)(6) 2009 I sought a second opinion. Imaging demonstrated the device is broken -cable on one side is loose-, and surgery would be required to remove the broken device and repair damage caused by the broken device -surgery was scheduled on (B)(6)2009 but canceled due to the insurance company's no-response to the authorization request for treatment; still waiting for response-. There has also been an FDA class 2 medical device recall issued for medtronic sofamor danek's cd horizon spinal system agile dynamic stabilization device. I suspect but I do not know if the broken medical device used in my surgical procedure is involved in the recall. I have made requests for my medical record from the medical providers, but the specific information regarding the device is not included. How do I force my medical providers to give me the specific information that defines the device used in my surgical procedure: the manufacturer, model, and serial number? I sincerely hope to resolve my medical issues before I experience any additional damage. Any assistance would be greatly appreciated. (B)(6).